Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with instructions on how to reset the pump, which successfully resolved the issue, and advised the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurred, and they acknowledged and understood the guidance.